Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels were lifting up. This occurred on 100 occasions before use. The following information was provided by the initial reporter: material no. 367977, batch no. 9074718. It was reported labels on tubes were lifting up. Labels coming off sst tube. Many tubes affected. Labels coming off sst tube. Many tubes affected.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd confirmed the indicated failure mode for label lift with the incident lot reported. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. The attached photograph more than adequately confirms the defect and allow this investigation to be completed. Investigation conclusion: bd confirmed the indicated failure mode for label lift with the incident lot reported. Further investigation has been initiated through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels were lifting up. This occurred on 100 occasions before use. The following information was provided by the initial reporter: material no. 367977, batch no. 9074718. It was reported labels on tubes were lifting up. Labels coming off sst tube. Many tubes affected. Labels coming off sst tube. Many tubes affected.